Manufacturer narrative:
A boston scientific technical services (ts) consultant reviewed holter monitor EKG strips. As device electrograms (egms) were unavailable, ts was unable to determine a likely cause of the oversensing. However, ts did not evidence the competitor lead contributed to the event, and recommended evaluating the system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device had exhibited oversensing pacing inhibition with periods of asystole greater than two seconds. It was reported the competitor lead impedance was decreasing. No adverse patient effects were reported.